Event description:
It was reported that a small volume folfusor overinfused during infusion. The therapy was expected to end exactly after 44 hours; however, it was observed that the infusion ended within 24 hours after starting the infusion. The elastomeric system contained 75.36 ml fluorouracil and 12.64 ml of unspecified physiological solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 14-16, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.